Manufacturer narrative:
Additional, corrected, and/or changed data: d9, h3, h6. Device analysis: a visual evaluation of the xen injector was performed, and no damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob (traveling the entire distance) was observed. All expected results were met. A stent was not observed to deploy upon actuation. Therefore, it was determined that the stent was likely deployed prior to receipt and not returned within the injector. Blocked slider is not verified since smooth operation of the slider knob (traveling the entire distance) was observed during the functionality test.

Event description:
Healthcare professional reported a xen®45 gts "slider defect - no movement" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of blocked slider is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider defect - no movement" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.